Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used in the esophagus during a stent fixation procedure on (B)(6) 2026. During the procedure, the needle shaft was bent and would not align with the anchor. The anchor exchange failed to load the anchor onto the needle body. They physician tried to use a new suture but was still unsuccessful with loading the anchor. The procedure was completed with a new overstitch handle. There was no patient complications reported as a result of this event.